Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that there was a vertical line on the display screen of the insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer was assisted with a self-test and the vertical line disappeared form the screen. The customer was advised to monitor their insulin pump for any further issues.